Manufacturer narrative:
The initial MDR 2432235-2021-00231 was filed on (B)(6) 2021. Additional information (18-oct-2021): siemens evaluated the available information and found that contributing factors such as sample integrity, preanalytical variables and foaming cannot be ruled out. Quality control (qc) was in range at the time of the event. The cause of the discordant creatinine, enzymatic (ecre_2) patient sample test result is unknown. The instrument is performing within specification. No further evaluation of this instrument is needed. MDR 2432235-2021-00232_s1 was submitted for the same event. Section h6 adverse event problem was updated.

Manufacturer narrative:
The customer contacted siemens to report a discordant creatinine, enzymatic (ecre_2) patient sample test result was obtained from an advia chemistry xpt instrument. The customer stated a test result review rule in the data management system flagged the initial test result as low. The repeat test result was not provided by the customer. Siemens is investigating. MDR 2432235-2021-00232 was submitted for the same event.

Event description:
A discordant creatinine, enzymatic (ecre_2) patient sample test result was obtained from an advia chemistry xpt instrument. The initial test result was not released to the physician(s). The same sample was repeated on the same instrument. The repeat result was released to the physcian(s). There are no known reports of patient intervention or adverse health consequences due to the discordant patient sample test result.